Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 275 mg/dl at the time of incident and current blood glucose level was 296 mg/dl. The customer reported that the insulin pump was under delivering as the customer said some days insulin pump was working and some days after having breakfast customer¿s blood glucose level was high. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer performed displacement test and it passed. The customer¿s blood glucose level when woke up was 150 mg/dl and after having breakfast blood glucose level was 260 mg/dl and also had blood glucose level 175 mg/dl. The insulin pump will not be returned for analysis.